Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿293 mg/dl¿ compared to another meter reading of ¿201 mg/dl.¿ this medical surveillance specialist contacted the patient to obtain more information surrounding the event. The patient claimed that the subject meter kept giving 50-80 mg/dl higher readings than his old meter. On (B)(6), 2013, the patient took 35 units of insulin based on the lfs meter reading of ¿293 mg/dl.¿ around that same time, the patient tested on his old meter at ¿201 mg/dl.¿ 2 hours later, he reportedly felt weak and shaky. He tested on the subject meter at ¿68 mg/dl¿ and administered self treatment with 4 oz. Of juice. During troubleshooting, the patient confirmed control solution result on the subject meter was within the acceptable range. The reported readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient claimed he had symptoms suggestive of hypoglycemia after he took insulin based on the lfs meter reading.